Event description:
Consumer bought a toothbrush in canada for her daughter and the bristles were coming off.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.